Event description:
It was reported that a device was used for a c-section. Twenty four hours post-op, it was noticed that staples had become dislodged from the staple line. The surgeon had to re-close the incision with suture of steri-strips.